Event description:
Report of pt who experienced bruising and excoriation of the soft palate and tongue following the use of a size 3 lma airway pt underwent submandibular gland stone removal on right side, with head positioned to the left. The case was over 2 hours, a size 3 lma-classic may have been used (physician unsure of size), and nitrous oxide was used during the case. The cuff pressure was not monitored and no air was removed during the case. The physician reports that the lma was pushed to the left side during the surgery to allow right access to excise stone. The pt presented to the ER the evening following surgery for blood on the side of mouth. The source of bleeding was from the surgical site on right, however loss of mucosa on the left aspect of tongue, soft palate and buccal areas were noted. The physician reports that the pt had extremely poor dentition and possible gingivitis, which may have been cause of trauma. The pt was treated with oral antibiotics, resolution of the event is not known. Possible causes of symptoms were discussed with physician: included trauma to region from malposition, or possible exposure of thje lma to inappropriate cleaning agents causing excoriation, or nitrous oxide diffusion into the cuff causing a rise in intracuff pressure. The device has been returned for investigation. If further info is obtained a f/u report will be filed.